Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2018, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2017 by an unknown physician at mercy health springfield regional medical center in springfield, ohio. The patient had a scheduled retrieval procedure approximately 4 months later, on or about (B)(6) 2017 with an unknown physician at mercy health springfield regional medical center. During the retrieval procedure it is alleged the filter migrated ¿from the position in the vena cava to become lodged in (the patients) heart¿. It is further alleged the patient had to undergo emergency cardiac surgery to remove the migrated filter. Argon¿s attorneys are attempting to gather additional information.